Manufacturer narrative:
This report is submitted on 25 november 2019.

Event description:
It was reported that the patient experienced a non-device related infection at implant site, subsequently the device was explanted on (B)(6) 2019.